Event description:
It was reported that during a device change out procedure and unknown right ventricular (rv) lead revision with high impedances, the setscrew for the left ventricular (lv) lead was unable to be unscrewed. The header had to be cutoff and the left ventricular (lv) lead had to be replaced. All new measured values were stable. No additional adverse patient effects were reported.

Event description:
It was reported that during a device change out procedure and unknown right ventricular (rv) lead revision with high impedances, the setscrew for the left ventricular (lv) lead was unable to be unscrewed. The header had to be cutoff and the left ventricular (lv) lead had to be replaced. All new measured values were stable. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection noted the header was cut in line with the lv connector blocks. The lv set screw terminal block was missing. The lv seal plug was observed to still be in the lv lead barrel. The right atrial section of the header was returned. The remaining seal plugs and set screws operate normally. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The device was intentionally damaged in an attempt to remove the lv lead from the header.

Event description:
It was reported that during a device change out procedure and unknown right ventricular (rv) lead revision with high impedances, the set screw for the left ventricular (lv) lead was unable to be unscrewed. The header had to be cutoff and the left ventricular (lv) lead had to be replaced. All new measured values were stable. No additional adverse patient effects were reported.